Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gi bleeding/avm's is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. IFU and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and antiplatelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. It is unknown which of these were involved in the event. The devices remain implanted , therefore will not be returned. Serial #: (B)(4), catalog #: 1103, exp. Date: 05/31/2018, mfg. Date: 05/31/2016. (B)(4). Device remains implanted.

Event description:
It was reported that a bivad patient was admitted from a rehab center with gastro-intestinal (gi) bleed on (B)(6) 2016. The patient's labs upon admission were hemoglobin (hgb) 7.2, inr 1.1, wbc 13.5. The patient received 1 unit packed red blood cells (prbcs) on (B)(6) 2016. An endoscopic gastro duodenoscopy (egd) /colonoscopy performed on (B)(6) 2016 showed bleeding arteriovenous malformation (avms). International normalized ratio (inr) goal is currently 1.5-2 and the patient was discharged on (B)(6) 2016. Coumadin was held until (B)(6) 2016. It was then restarted to 1 mg daily. No additional information was provided.